Event description:
Reportedly, the subject defibrillator was implanted on (B)(6) 2018. During a follow-up performed on (B)(6) 2020, an increase in the coil continuity measurements was observed from june to august 2020.

Event description:
Reportedly, the subject defibrillator was implanted on (B)(6) 2018. During a follow-up performed on (B)(6) 2020, an increase in the coil continuity measurements was observed from (B)(6) 2020.